Manufacturer narrative:
(B)(4). PMA/510(k). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Manufacturer narrative the complaint rt200 adult dual-heated breathing circuit has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(6). PMA/510(k) the product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Manufacturer narrative method: only the inspiratory tube of the affected rt200 adult dual-heated breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the inspiratory heater wire was tested using a multimeter. Results: the electrical resistance of the inspiratory heater wire was outside the required specification. A lot check revealed no other complaints of this nature for lot number 100927. Conclusion: the electrical resistance of the heater wire was found to be outside the specification. The root cause of this fault could not be determined. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became faulty post production. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an rt200 adult dual-heated breathing circuit became open circuit while being used on a patient. An alarm sounded on the mr850 respiratory humidifier. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that an rt200 adult dual-heated breathing circuit became open circuit while being used on a patient. An alarm sounded on the mr850 respiratory humidifier. No patient consequence was reported.